Event description:
During removal of guide wire from cvp catheter, significant resistance was felt. Outer layer of guidewire unraveled. The cvp catheter was removed. The proximal portion of guide wire was cut by anesthesiologist and the distal portion was sutured at the skin. On CT scan, guide wire was observed in vena cava filter. Distal portion of catheter was removed by a cardiologist under fluoroscopy. No further untoward effect to pt.